Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer even after resetting the radio frequency telemetry parameters. It was suspected that the patient had multiple magnetic resonance imaging (MRI) sessions without the device being programmed to MRI protection mode. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer even after resetting the radio frequency telemetry parameters. It was suspected that the patient had multiple magnetic resonance imaging (MRI) sessions without the device being programmed to MRI protection mode. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination of the header and device case noted no anomalies. The device was unable to be interrogated and had no telemetry. Residual gas analysis demonstrated a small percentage of water content within the device case. Radiofrequency wakeup pulse was performed with spectrum analyzer but no telemetry pulse detected. The device case was opened and an internal inspection noted no anomalies. The battery flex assembly fuse was measured and found to be highly resistive or open. An x-ray of the device revealed that the fuse was damaged/blew fuse. The device was noted to have undergone MRI without being in MRI protection mode, this can saturate the transformer and cause the fuse to be open.